Manufacturer narrative:
Device eval in progress, but not yet concluded.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the air bubble sensor generated a false alarm. The device was returned for investigation. Since the event occurred after the cardiopulmonary bypass procedure, there was no pt involvement during this event.